Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure on (B)(6) 2015 was performed to treat a de novo lesion located in the 100% stenosed, distal right popliteal artery. Access to the total occlusion was successful, followed by pre-dilatation with a 4.0 x 60 mm balloon catheter. After dilatation was performed vessel recoil was observed and the result was sub-optimal. Consecutive balloon inflations were performed with a 5.0 x 80 mm balloon catheter which was then followed by the deployment of the 6.0 x 60 mm supera stent. A 5.0 x 100 mm balloon catheter was used for post-dilatation with a good final result.on (B)(6) 2015, the patient was rehospitalized due to complaints of pain and difficulty walking. Angiography revealed in-stent restenosis with an apparent mid stent [fragment] separation. After completing balloon inflations inside the fractured supera stent, a non-abbott stent was deployed successfully. On (B)(6) 2016, the patient was rehospitalized again due to complaints of pain and difficulty walking. Angiography revealed in-stent restenosis that was treated with a drug eluting balloon catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis as the stent remains in the patient. A cine was returned and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the images clearly showed the fracture and the disunion of 1 or more of the wires of the stent as well as the restenosis. Based on the report, the original structure of the stent post deployment was intact. While there was no mention of a direct action that may have caused either event, (restenosis or fracture) based on the location of the fracture (directly behind the knee joint), repeated flexion and extension of the knee is likely a contributing factor to this fracture result. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the stent fracture cannot be determined. The additional patient effects, treatment and hospitalization are due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, new information was received stating that the patient outcome was good. No additional information was provided.